Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer called the (B)(6) and states that the welds on the mast is broken. Out of box failure

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: mast handle is damaged/possibly from boom during shipping. Complaint of "the welds on the mast is broken; out of box failure" was confirmed. The underlying cause is shipping damage.

Event description:
Product was returned for evaluation. The return fields in oracle state: mast handle is damaged/possibly from boom during shipping. The dealer called the tbm rick and states that the welds on the mast is broken. Out of box failure